Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that chest x-ray was performed and it showed that the right ventricular (rv) lead slack has been pulled back. Also, it showed possible separation of the hv wires that looked like outside in abrasion. Hence, this rv lead was explanted. No additional adverse patient effects were reported.